Manufacturer narrative:
Initially it was reported that the unit had a flow zero function fail. The affected drive has been sent to germany for repair by the manufacturer emtec under RMA#40793. Drive received in rastatt on (B)(6) 2020; functionaltest service rastatt (B)(6) 2020; failure confirmed; forwarded to emtec (B)(6) 2020; back from emtec (B)(6) 2020; funtionaltest after emtec in rastatt (B)(6) 2020. According to the service report of emtec rma2020-10210 dated on (B)(6) 2020 the 0 flow was over 3.4 lpm, this has to be zeroed several times for an externally generated flow. The housing foot was loose. The failure could be confimed. Follow work has been done by emtec: offset resetted replaced housing foot the rotaflow drive passed all tests. The rotaflow drive was tested in rastatt according to the service protocol (see service report 10478261 dated on (B)(6) 2020). The most possible root causes for the reported failure "flow zero function fail" could be determined as misshandling according to the manufacturer emtec. The reported failure "flow zero function fail" occurred during testing by the engineer and could be confirmed. . The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required the ocurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
A flow zero function fail was reported. When change other rotaflow drive this function can be normal using. (B)(4).